Event description:
It was reported by the physician from a patient, that the patient has recently been complaining of sleep apnea. It was reported that the patient had a sleep study about two weeks ago and it was determined that the sleep apnea was related to vns stimulation. No additional relevant information has been received to date.